Event description:
It was reported that during npwt utilizing renasys go, the message of device failed displayed on the screen. The treatment was continued with a back-up device. The device will be returned to jp local service for evaluation. The results will be shared after its completion.

Manufacturer narrative:
The device used in treatment has been returned for evaluation establishing a relationship between the reported event and the device. A visual evaluation found no defects. A functional evaluation confirmed the device error message, displaying the error message 31. This is a software issue related to powering off the device, it is a non-recoverable error and must be sent to service once displayed. The device was reset as part of the evaluation, it then passed a functional test within expected parameters. The investigation has now been closed and recorded as software failure with no further action deemed necessary in relation to this complaint. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during npwt utilizing renasys go, the message of device failed displayed on the screen. The treatment was continued with a back-up device. The results of the investigation confirmed the failure.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.